Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to troubleshoot issue. It was found the fuses were blown on the mobile view station (mvs). The representative changed the fuses and tested the system, system passed all checks and was put back into use. No parts were sent back to manufacturer so no evaluation could be completed. No further issues reported. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(6). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported the mobile view station (mvs) is not booting up. Multiple power outlets were tried with no change. There are no lights on, on the front of the system. Troubleshooting consisted of the rep taking the back panel off the mvs and found the replacement fuses with system unplugged. Replaced f11/f12 and replugged system in. It then booted up properly. There was no patient present when this issue was identified. Probable cause - blown f11/f12 fuses.